Event description:
Potential for injury associated with a broken frame weld on a 5000ivc bed. This event could cause possible product instability and the potential for not permitting the bed to maintain its intended weight-bearing status.